Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 1 year due to mitral stenosis. Per the operative report, there was a large amount of thrombus in the left atrium. This appeared to be old thrombus which was removed. The thrombus was growing through the posterior leaflet of the valve and was on the undersurface of the valve. The valve could not be saved, so it was removed in its entirety. A #29 valve was placed with excellent fit. The patient was weaned off cardiopulmonary bypass. There was no perivalvular leak on the tee.

Manufacturer narrative:
(B)(4). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported thrombus noted on the valve could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Although the root cause of this event cannot be confirmed, it appears that this event was due to patient related factors. The thrombus on the valve lead to stenosis. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: thrombus was observed on all three leaflets on the outflow aspect. Host tissue was minimal on the tissue inflow and encroached onto the tissue by a greatest distance of 3 mm. Host tissue is minimal on both the stent inflow and outflow. Thrombus restricted leaflet movement and led to stenosis. The subject device was evaluated by edwards lifesciences, which confirmed the reported stenosis caused by thrombus. There is no change in the original conclusion of the event. No further actions are possible with the available information.